Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked during use. No injury or medical intervention.

Manufacturer narrative:
Investigation: DHR - the lot number was unknown therefore the review could not be performed. Visual analysis: observations and testing: received two used q-syte units attached to bd 10ml syringes, one of the units also included a miscellaneous extension set, no packaging material was received. Visual/microscopic evaluation: unit 1: the septum was molded using the 16 cavity mold. Observed the q-syte unit was severely damaged (cracked) around the neck and the base of the neck of the top body causing the connection to be unsecured (crooked), upon removing the q-syte from the syringe breakage was discovered ((B)(4)). Observed the top slit and the column of the septum revealed tears ((B)(4)). Leakage was observed in both the actuated and the un-actuated positions, the source of the leakage was the breakage on the q-syte unit. Unit 2: the septum was molded using the 32 cavity mold. Only the top body of the q-syte unit was received. The unit had been separated at the weld joint and revealed slight damage around the rim. There was a sufficient weld observed on the rim of the portion received ((B)(4)). No damage was observed on the top, bottom or the column of the septum ((B)(4)) . The leak test could not be performed due to the condition of the unit received. Investigation samples(s) meet manufacturing specifications: no. Unit 1 was severely damaged and leaked during the water leak test. Unit 2 only the top portion of the q-syte was received (separation between top and bottom bodies). Conclusions: the defect of leakage was confirmed. Both of the units received displayed enough damage to cause leakage. The customer¿s experience was confirmed based on the evaluation and testing that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? Unit 1: yes. The unit received leaked during the water/leak test in the laboratory. Unit 2: no, the defect could not be reproduced in the laboratory due to the received condition of the unit. Root cause: a definite cause that contributed to the cracked polycarbonate of the top body (unit 1) or the separation between the top and bottom bodies (unit 2) could not be determined. Prolonged contact with incompatible medications or cleaning solutions may have been a contributed factor for the failure. A definite source that contributed to the slit tear (unit 1) could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.